Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed i.o. Card. Installed test i.o. Card, unit filled normally. Unit was slow filling. Input/output card was replaced. The arctic sun 5000 is functioning properly. All upgrades were verified complete. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that malfunction found during decontamination the level sensor was reading full, when unplugged, and not filling. Installed test i.o. Card, unit filled normally.